Manufacturer narrative:
(B)(4). Concomitant medical products: unknown versys 12/14 tapered co-cr 28 mm femoral head, unk m/l modular stem, unk m/l taper modular neck, hip-restoration-cup-unk, hip-restoration-liner-unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03326, 0001825034-2018-03276.

Event description:
It was reported that the patient's right hip was revised 5 years post implantation due to metallosis, fretting and corrosion, altr, elevated cobalt and chromium ions and trunnionosis. Painful modular neck femoral implant with trunnionosis at the head neck junction and taper corrosion at the neck and body junction were found. An extensive amount of caseous-appearing material which extended from the trochanteric bursal region posteriorly through the short external rotators and into the hip joint was noted. Trunnionosis with darkening of the trunnion indication corrosion and corrosion at the taper junction were identified. Attempts to obtain additional information have been made; however, no more is available.